Event description:
The patient received two percutaneous leads (from the same lot) as part of her scs system. It was reported, the patient had felt rib pain since her implant. X-rays showed one of the leads had migrated anteriorly. It was reported, the surgeon explanted the leads and replaced them with a paddle lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.